Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that the communicator had no lights. A boston scientific company representative was informed that the communicator was plugged into power. The patient also noted that the power supply was very warm to touch and was broken. The company representative advised the patient to unplug the power cord. The power cord was replaced. A return label was sent to the patient address. The communicator remains in service. No adverse patient effects were reported.